Event description:
Related to MFR report # 2183959-2012-02702. It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with an ams miniarc to treat uterovaginal prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered "pain, recurrent infections, abnormal bleeding, bowel problems, pain with sexual intercourse," voiding difficulties, "disability, impairment," and "severe and permanent injuries."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.